Event description:
It was reported by the customer that their insulin pump may not be functioning properly since they awoke in the morning with a blood glucose level of 400 mg/dl. Customer stated he has had high blood glucose levels for the previous two days and the device has not alarmed no delivery. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Customer was asked to remove infusion set and found cannula was bent. Informed customer high blood glucose levels are often caused by insertion site issues. Blood glucose level was 215 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.